Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Three (3) complaints were received during this report period. 2 were determined to be misapplication ((B)(4)). One (1) showed no evidence of any device-related fault ((B)(4)). All 3 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 3 </noe> malfunction events which are associated with undesired damage or breakage of materials used in device construction. These reports were received from various sources.